Event description:
It was reported the device was in an overdischarge state due to patient compliance. The last successful recharging session was 6 to 12 months ago. The patient had also fallen in the past. Two physician mode recharges (pmr) were performed which lead to a power on reset (por) condition. The por was cleared. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Patient programmer model 37743 serial # (B)(4) implanted: na explanted: na; recharger model 37752 serial # (B)(4) implanted: na explanted: na; lead model 39565 serial # (B)(4) implanted: (B)(4) 2009 explanted: unk.